Event description:
In 2001 adriamycin (a vegicent chemotherapy) leaked out the puncture site of the huber needle on the implanted port- p.a.s.v. (Medical port)- which resulted to reddended areas on the chest. Two days later similar incident, extravasation happened again.